Event description:
The customer reported that during set-up for use on a pt, the unit displayed an "error code #50" message. The pt was switched to another unit and therapy was initiated. No pt injury was reported.